Event description:
Customer called to report a photoactivation plate leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a photoactivation plate leak that occurred during collect 1st cycle. Patient was stable. Treatment was stopped and blood was not returned to the patient. No product will be returned for investigation. One photo was provided for investigation.

Manufacturer narrative:
Batch record review of lot a764 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaint for photoactivation plate leak was reported to date for this lot. The assessment is based on information available at the time of the investigation. Neither the kit nor the smart card was returned for investigation. The investigation was performed based on one photograph provided by reporter. Photoactivation plate cracks were observed; however, no root cause could be determined based on photograph investigation. (B)(4).